Event description:
While setting up an alaris pump, the nurse kept getting a "safety clamp error". Rn tried three different tubing sets (three) and switched out the alaris pump. IV tubing lot # 25055482 for all three IV tubing sets that were alarming. Once a different lot number was obtained, the pump worked fine with no more errors. Pt: 4582. Device: 2897. Reference reports: mw5175951, mw5175952.